Event description:
It was reported that the device capture management was unable to give results in office. There appeared to be noise on the right ventricular lead. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).